Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Informed customer that a new display unit under warranty will be sent. The problem was resolved after a restart and not reproducible. The repair was successful.

Event description:
Customer reported that the device touch screen is not sensing properly. Customer confirmed that no patient involvement on this event.